Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 6.0 x40, 40cm gladiator balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.